Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05781 and 2134265-2015-05894. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified middle of right coronary artery. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to visualize the lesion. During the procedure, when the sled was set, the inner sheath of the imaging catheter was unable to be pulled out from the outer sheath due to resistance. Thus, automatic pullback failure occurred. The sled was disconnected once however, the issue was not resolved. The opticross¿ imaging catheter was replaced with another of the same device to complete the procedure. No patient complications were reported and the patient's status is good.